Event description:
It was reported that the t:slim x2 pump battery would not charge when using a third-party wall adapter, although the original tandem charging cable was in use. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by switching to the original charging supplies, and the pump began charging with no further assistance required.